Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect.

Event description:
It was reported to vyaire that the lap top ventilator 1150 would not alarm for hi pressure and alarms ok for everything else. The customer stated that after checking settings, they found that the hi pressure limit was set to 1 breath delay. The customer confirmed that there was no patient involvement associated with the reported issue.